Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Information subsequently received on 9/29/2010 revealed the patient had died. Of note, the reportable malfunction is normally submitted via a bimonthy medwatch report submission that would have been due on 10/10/2010. However, as there is now information that reasonably suggests that the device has or may have caused or contributed to a death, this now requires submission as a 30-day report. Evaluation summary (B)(4) outer insulation separation and breached cut, proximal conductor stretched and blood/body fluid (not obstructed). Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up revealed the cause of death was colon cancer and the patient had been in hospice care prior to death. The patient had last been seen by the cardiologist on (B)(6) 2010 and "device and leads were functioning properly."

Manufacturer narrative:
Asku